Event description:
A malfunction on the pump was reported by the caller, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears.